Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent strut damage occurred. As the physician inserted a taxus express2 - 2.5 x 20 mm drug eluting stent into a catheter resistance was encountered. Consequently, the stent was never deployed. Upon removal of the stent delivery system (sds), stent damage was noticed. No patient injury or complication was reported. The procedure was successfully completed using another taxus express2 - 2.5 x 20 mm drug eluting stent. Patient status is reported as "satisfactory/good".